Manufacturer narrative:
Additional information: b.5. Added event details. Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional event details: no medication on patient, no harm. Care was delayed as the medication needed to be remix. Additional information received on 14apr2026. 1. What was the medication/fluid in use at the time of the event? Dacarbazine. 2. Was this a chemotherapy drug? Yes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, during infusion, patient noticed liquid on floor. Nurse noted, tubing snapped in half.